Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during phacoemulsification procedure, after releasing the key, the plunger continued to move. The physician managed to implant. There was no patient harm. Additional information has been requested.